Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, tried charging for at least 30 minutes without success, then tried a different wall adapter without improvement, and finally used a different charging cable, after which pump charging resumed, resolving the issue.